Manufacturer narrative:
Product event summary: it was reported that the batteries were not holding charge triggering critical battery alarms. Four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned (B)(4) and (B)(4) revealed that device passed visual inspection and functional testing. Failure analysis of the returned (B)(4) and (B)(4) revealed that the device passed visual inspection but failed functional testing due to a abnormal high max error and erroneous cycle count. These are additional observations not related to the reported event and likely due to communication errors between the controller and the batteries. Log files covering the reported event date were not available for analysis. As a result; batteries not holding charge triggering critical battery alarms could not be confirmed during analysis. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2016-05-31 (B)(4). Yes, return date: 2016-02-12. Mfg date: 2015-05-08. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2015-12-31. UDI #: asku. Yes, return date: 2016-10-02. Mfg date: 2014-12-29. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2015-02-28. UDI #: asku. Yes, return date: 2016-10-02. Mfg date: 2014-02-01. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries were no longer holding charge and the four batteries had critical battery alarms. The batteries were exchanged. No patient complications have been reported as a result of this event.